Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. The customer¿s blood glucose level was 93 mg/dl at the time of the incident. Customer states that crack on the reservoir lip ring and reservoir lip ring was not able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.